Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic right hemicolectomy, while clipping into the ileocolic vein, a clip-on-clip situation occurred; although the handle was fully squeezed until the mechanism clicked into place, the resulting sound was unexpectedly loud. When the user attempted to squeeze the handle again to load the next clip, it became stiff and could not be squeezed. Upon inspecting the tip of the device, it was discovered that the internal clip, which was still lodged inside the shaft, had protruded through the two small holes located approximately 5 centimeters from the tip. A new clip applier was taken out and used. There was no patient injury.